Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) - implanted about 23 years ago - was "dead"; it was not pacing. The physician elected to implant an implantable cardiac monitor (icm) to determine if the patient was indicated for a new ipg. Pauses were seen on the icm, however it was noted the patient was asymptomatic. The physician is monitoring the patient and icm, and a new ipg may be implanted. The ipg remains implanted and the icm remains in use. No patient complications have been reported as a result of this event.